Event description:
It was reported that the device will intermittently go into standby after it runs 100% for up to 3 hours and at times up to 2 hours.

Manufacturer narrative:
Additional information will be provided once investigation is completed.